Event description:
I purchased lenses from ttdeye website: https://www.ttdeye.com/ and shortly after using them for few days, they caused conjunctivitis to my eyes. I have been wearing lenses for 25 years. This is the first I purchase from this company and this is the first time this happens to my eyes. I reached out to the company, but they are so careless about the horrible quality of their eye lenses. They just want to take our money and ruin the eyes of our nation. I request your immediate intervention to stop this company from sending their eye damaging lenses to USA. Refer to additional documents in i2k.